Event description:
It was reported that the battery gauge was fluctuating and that the pump was warm to the touch despite being in room-temperature conditions. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.